Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 23g 1-1/4in tw had foreign matter on the hub of the needle. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: white line noticed on hub of needle ? Glue. Concern that sterility is compromised. Rest of batch isolated. Rep will check for defects.

Manufacturer narrative:
Investigation: sample evaluation: 1 actual sample in open-packaged was returned for investigation. The sample was not decontaminated. The sample was subjected to visual inspection to check for foreign matter. Loose white foreign matter of the similar nature was observed on the body of the needle hub, on the body of cannula and inside the needle shield. As the white foreign matter on the needle hub is observed to be joined directly to the epoxy, the white foreign matter on the needle hub, cannula and inside the needle shield is concluded to be epoxy. The manufacturing process was reviewed. Probable cause could be due to stoppages at the cannulation station of the assembly machine which resulted excessive epoxy on the needle hub and cannula. The production technician was supposed to remove the first rack once the machine start running again to prevent the nonconformance parts from flowing to the next station. Hence, the production technician had failed to remove the first rack and result in the nonconformance part flowing to the next process. During DHR review there was no quality notification and no expoxy on hub and cannula rejects at the in-process and outgoing inspection.

Event description:
It was reported that needle 23g 1-1/4in tw had foreign matter on the hub of the needle. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: white line noticed on hub of needle ? Glue. Concern that sterility is compromised. Rest of batch isolated. Rep will check for defects.